Event description:
Boston scientific received information that a 'check right ventricular (rv) lead' alert was noted upon device interrogation. Boston scientific technical services discussed the potential causes for the alert; low r-wave amplitude measurements or out of range, impedance measurements. Additional information was attempted to be gathered from the boston scientific field representative but the fr was unable to provide anything further. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.